Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was cut, severing wires within the connector. The root cause for the damaged connector was excessive force. The damage is consistent with resuscitation attempts being performed by hospital staff. No adverse event resulted from the damaged monitor.

Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor was physically damaged and unable to properly communicate with an electrode belt. This monitor was last used by a patient that passed away while in the hospital. There is no evidence to suggest that the damaged monitor caused or contributed to the patient death. The damage to the monitor is consistent with the reported resuscitation attempts being performed by hospital staff.